Event description:
The customer reported that the drive support cap was loose, and she has been off the insulin pump for a couple of days because, the device stopped working. The caller stated that he has a blank display and he attempted to change the battery, but the issue was not resolved. The customer called back to troubleshoot and the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.